Event description:
The plate and peek components of the implant assembly dissociated multiple times during attempted insertion of the device. This led to a surgical delay of approximately 75 minutes.

Manufacturer narrative:
Review of the device history records found no discrepancies which would have contributed to the event. A review of the system risk mgmt report cites disengagement of the components as a potential occurrence.